Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the technical assistance center (tac) representative indicates that there is adhesive around the lens areas of missing or damaged sealing agents (cracked and chipped lenses). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component degradation without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplemental report will be submitted if provided.